Event description:
It was reported that the insulin pump delivered three manual boluses while sleeping. It was stated that the doctor recommended disconnecting from the device and reverting to back up plan. The customer's blood glucose reading was 17.1mmol/l. Reviewed the carelink report and found that three boluses were delivered during night. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.